Manufacturer narrative:
The investigation is ongoing. D4. UDI (B)(4).

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 3 months post-implant of a of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the patient was admitted with aortic valve stenosis characterized by an elevated gradient (63 mmhg) and leaflet thickening, presenting with dyspnea and heart failure. The patient became hemodynamically unstable, requiring multiple inotropes and intensive care unit (ICU) support. A CT scan was performed, and due to the urgent clinical status, a tavr procedure was conducted using a 26 mm sapien 3 ultra resilia valve.